Event description:
It was reported that post cryo ablation procedure, the patient had a hematoma on the left side of the groin that was confirmed through an ultrasound. There was no intervention noted. It was also reported that the patient's hospital stay was prolonged. The patient was part of the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.